Event description:
Approx a year and ten months post index procedure the patient complaint of chest pain and was taken to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stents. The thrombus was treated with aspiration and plain old balloon angioplasty. Fifteen days later the patient recovered and was discharged from the hospital. The patient had a lesion in the de novo, proximal to mid left anterior descending branch. The vessel was type b2, eccentric and ostial. The lesion length was 15.53mm and vessel diameter was 3.75mm. The patient was admitted for an elective case in , 2005. First a 2.5 x 18mm cypher stent was implanted at 16 atm for 20 seconds. Then a 3.5 x 23mm cypher stent was implanted at 16atm for 20 seconds, proximal to the first cypher stent, overlapping it. An intravenous ultrasound was conducted. The residual percentage of stenosis was 0. The physician commented that the thrombotic event was possibly caused because ticlopidine hydrochloride was not re-started after surgery for cancer. The patient stopped taking aspirin two months later, and ticlopidine hydrochloride was stopped in 2007, due to surgery for prostate cancer. The patient's medications include the following: aspirin (pre, intra and post procedure), ticlopidine hydrochloride (pre, intra and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01935 and 9616099-2007-01936. The event involved a male with unknown medical history. The indication for admission to hospital is not known however; an elective coronary arteriogram revealed a 15.53mm, de novo, eccentric, ostial, type b lesion of the proximal to mid left anterior descending branch. The reference vessel diameter was 3.75mm. According to the IFU, cypher is not indicated for use in ostial lesions. Additionally, the indication for cypher is to treat lesions in vessels with a reference vessel diameter of 2.50 to 3.50mm. The lesion was implanted with a 2.50 x 18mm cypher stent at 16 atm. Followed by an overlapping 3.50 x 23mm cypher stent at 16 atm. Proximal to the first stent. It was not reported if the lesion was pre-dilated. Intravascular ultrasound was conducted revealing residual stenosis of 0%. Pre-procedural medications included asa and ticlid while asa, ticlid and heparin were given during the procedure. Post-procedural medications were asa and ticlid. The use of gpiib/iiia inhibitors and measurement of act values was not reported. Approximately twenty-two months following the index procedure the patient experienced chest pain. Coronary angiography was conducted and thrombus was observed in both cypher stents. The thrombus was treated with aspiration and balloon angioplasty. The cypher stents remained implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the products met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. It was reported the patient stopped taking asa two months following the index procedure for unknown indication and period of time. Additionally, the ticlid was discontinued twenty-one months following the index procedure due to surgery for prostate cancer. The physician commented the thrombotic event was possibly caused because ticlopidine hydrochloride was not re-started after this surgery. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are vessel, lesion and pharmacological factors that may have contributed to it.